Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples or photos were returned by the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device was used after the expiration date. The following information was provided by the initial reporter. The customer stated: since the discontinuation of the 4.5ml tube and then the push to not use 1.8ml tube, we have moved most of our studies to the 2.7ml tube. Unfortunately we are hearing that tube is on allocation and we cannot get timing on receiving more stock. Also with the nature of our business, we need the longest expiry possible. We are actually using up stock for studies that generally would not be used due to expiry.